Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye in one of the surgeon side consoles (ssc) was black. The customer had restarted the ssc with power removal, but the issue persisted. The procedure was continued using the second ssc which was connected from the start of the surgery. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found no related error/issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and there were no issues noted.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) in the surgeon side console (ssc) to correct the reported problem. The system was tested and verified as ready for use. The hrsv was returned for failure analysis and the reported failure was replicated. The right eye in the ssc was black. Error 119 was noted in the log pointing to a low current issue. The hrsv was installed into a printed circuit assembly (pca) xi system and there was no image in the right eye. The complaint was confirmed based on the field evaluation and failure analysis.